Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller reported that about wednesday or thursday of last week, patient had a shocking and burning sensation in his buttock area and it was hurting down to his leg, but only when stimulation was on. Patient turned therapy off to see if the burning went away. Caller didn't report any trauma/accident, but patient had an electrical shock on his fingers, by touching an electric wire, recently. Caller said she didn't think high level of stimulation was the cause of sensation in the buttock area. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.